Event description:
Three samples of ivenix administration set were returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0014-25. The primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and a set rate of 1000ml/hr and set volume of 10ml. The primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Under microscope, no defects were observed at the administration cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from the unit. The customer complaint could not be confirmed. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect. No visible defects were observed in the unit. The issue could be related to a mishandling by the customer, where they did not insert correctly the set into the lvp machine. The current process controls detection include 1) visual inspection of gold foil stamp, 2) 100% visual inspection during the manufacturing process and final physical inspections, 3) post sterilization sampling final inspection, 4) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 5) 100% visual inspection is performed in manufacturing line. The batch record fa25a21013 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer reported: the following has been reported: "trying to set up infusion, receiving error code of mis-load". Additional information received from the customer noted this was blood tubing that would not register on multiple pumps. When changing lot numbers and tubing functioned as expected. There was no report of patient harm. A preliminary review identified the following issue: tubing set misloaded. It is currently unknown if an active infusion was stopped due to the reported issue. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.